Event description:
Customer reported via phone call to have sensor issue. Customer's blood glucose was 542 mg/dl. Customer declined troubleshooting for high blood glucose. Customer will not be returning the device for analysis.